Event description:
During the inspection of the ventilator it was discovered that control printed circuit board and monitoring printed circuit board were contaminated with liquid. Moreover, the ventilator generated a technical error code indicating disabled ventilation. There was no patient involvement. Manufacturer's ref. #: (B)(4).